Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Performed pairing test with (B)(6) device trasmitter passed, was able to download transmitter log. Transmitter has no data on share suppport tool. Performed global transmitter final functional tester was passed. Voltage testing was performed and the transmitter passed. The reported loss of connection was not confirmed with the returned transmitter. A root cause could not be determined.